Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to draw volume and sample quality as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the tubes are under filling with a bd vacutainer® k2e 5.4mg plus blood collection tubes. The following information was provided by the initial reporter: customer has noticed that tubes do not fill to the filling line.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubes are under filling with a bd vacutainer® k2e 5.4 mg plus blood collection tubes. The following information was provided by the initial reporter: customer has noticed that tubes do not fill to the filling line.